Event description:
Information provided states that patient after receiving an m6-c cervical disc replacement roughly a year ago developed osteolysis. It is unknown if pt was symptomatic. The disc was removed on (B)(6) 2022.

Manufacturer narrative:
Additional information has been requested regarding the incident as well as the status of the product returning for evaluation. The build lhr for fg 005-14 6573 acz106 were examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications.